Manufacturer narrative:
During inspection and testing of the returned device, the foreign material could not be removed from the nozzle. In addition, service found the suction cylinder was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited insufficient air/water supply issue. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with some crystal glue (foreign material). This report is being submitted for the reportable malfunction of foreign material in nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the foreign material was identified as a crystal glue, however, the nozzle had no deformation or damage, and there was no information regarding reprocessing and handling of the device by the user. Therefore, a presumed cause could not be further established. The user can detect the suggested event properly in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" the IFU states regarding reprocessing of air/water (a/w) nozzle and channel as follows: "·reprocessing manual_ precleaning the endoscope and accessories - warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - clean the external surface * immerse the endoscope in the detergent solution. * thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. - flush the air/water channel with detergent solution - remove detergent solution from all channels ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.